Event description:
It was reported that the device was used during a laparoscopic bowel procedure. It was reported by the rep that the trw45 worked on the first (3) reloads and after the third reload the knife got stuck. The stapler was unable to be reloaded. A new trw45 was opened and worked just fine. There was some bleeding on the vascular reloads on the mesentary and (3) out of the (4) reloads used had bleeding. The blue reloads on the bowel worked just fine. There was no consequence to the pt.